Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had all buttons unresponsive. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that insulin pump had intermittent response by button press. Block mode was not active. Buttons were still unresponsive after replacing battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: scratched case. (B)(4).